Manufacturer narrative:
Unit received with intermittent buttons due to corroded keypad traces. No button error alarms noted. Unit received with cracked case at reservoir tube lip and battery tube threads. Unit received with minor scratched lcd window. (B)(4).

Event description:
Customer's mother reported via phone call that customer received a button error alarm and was not sure how it occurred. Customer's blood glucose was 247 mg/dl. Customer was away at school and caller was advised that insulin pump would need to be replaced.